Event description:
It was reported that the customer received a power source alert while using the tandem-provided usb cable. During troubleshooting with tandem technical support, the customer was able to successfully charge the pump using an alternate usb cable. There was no adverse impact to the customer¿s blood glucose value.